Manufacturer narrative:
Multiple attempts have been made to request additional event details from the contact, to date we have not received a response. A lot number was not included on the maude event report, therefore a review of the manufacturing records is not possible at this time. Based on the information provided we are unable to assess to what extent, if any the bard device may be causing or contributing to the patients reported post implant experience. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
Per maude event report mw 5067040: "on (B)(6) 2011, 3dmax mesh was put on a right inguinal hernia. In the spring of 2014, I started having stomach pain. I didn't have insurance at the time so I tried to tough it out, but the pain kept getting worse and spreading. I was able to deal with it until I started getting dull an sharp pains in my back that would put me on the floor in tears. I went to the (B)(6) on 2015 and (B)(6) 2016 (that's where the mesh was put in) still at that time I had no idea about people having problems with mesh at all. I did tell them that I had a mesh implant, they did a cat scan and ultrasound and seen nothing wrong, told me to go to urologist in the mean time, I was able to get medicated and got a pcp. He told me to see a urologist or general surgeon. Then I got a letter in the mail saying my pcp is done he is retiring at the sudden. Went to a urologist 4 times 45 min away (car ride was very painful) and he did nothing but told me to make an appointment with a general surgeon which was in the same office. The surgeon didn't understand why the urologist even sent me to him. By the (that) time I was fed up with them but I went to see the urologist for my last appt. Drove all the way there again and he told me to come back in six months. I wanted to hurt him bad. I walked out and have not been back. So my next step I went to get a colonoscopy, the dr. Said he didn't see anything wrong besides what he called a loopdy loop which is more seen in females, whatever a loopdy loop is, and sent me on my way, this was on (B)(6) 2016. Then I began to get a lump on my left pelvis which is about 2 inches across and sticks out about 1 1/2 -2 inches and hurt most of the time, plus if I shine a light up through my scrotum, my right testicle is missing or shriveled up I have major pain and swelling in all along both sides of my groin. I've recently noticed my joints are really sore, a hard lump has grown on my left elbow and left index finger knuckle, don't know if they are all part of the whole mesh thing or not. I don't know where to turn or who to see without wasting my time. I'm not able to work because I never know how bad the pain is going to be, sometimes it is not too bad, but other times it hurts so bad I can't hardly walk. I've been mooching off my parents for long enough, they don't afford to keep supporting me."